Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report that was initiated during an FDA inspection. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred. (B)(4). The reported device returned for evaluation with the dilator inserted. Visual inspection confirmed, the distal 7.5cm of the sheath was separated from the sheath. A section of coil is exposed but not broken. The noted separated section was jagged on the edges which is possibly indicative of applied force. The root cause of this reported even is undetermined. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident. No similar complaints have been reported for this lot number.

Event description:
It was reported that near the end of the procedure, the sheath was stuck at iliac bifurcation. The physician attempted removal with pulling and twisting, and the sheath would not budge. The physician inserted the dilator and still the sheath did not move. Eventually the sheath split and unraveled, after continuous pulling the sheath came out. The patient remained unharmed. The physician also stated "I've had instances going over the aortic bifurcation in which a 6 fr sheath got caught in the aortic bifurcation and the sheath fractured." There was no further information regarding the additional patients or events. No additional details have been received.